Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed and was found that there was a motor rate error during the force sensor test. The service history review was performed and confirmed that there were no anomalies related to the device. The allegation made by the complainant was confirmed. The probable root cause of the event was due to the worn-out clutch parts. The device was repaired by replacing the left and right plunger cases, clutch spring, worm gear, worm spring, and motor. The main board was replaced to pass the force sensor test. The device passed all functional testing after repair.

Event description:
It was reported that the device has motor rate error. There was no patient involvement, and no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.